Event description:
It was reported that the patient had an arrest during a routine bronchoscopy procedure in the hospital. The anesthetist verbally reported the patient was in a narrow complex/intrinsic rhythm at 70 beats per minute when they had a pulseless electrical activity (pea) arrest. CPR was performed and adrenaline was administered. Subsequently a nurse reported a possible episode of asystole for which adrenaline was again administered. It was reported that there was a shockable rhythm of ventricular tachycardia (vt)/ventricular fibrillation (vf). External defibrillation was administered multiple times with no success. It is unknown what caused the initial arrest. The anesthetist was concerned about the episode of asystole reported by the nurse. Post mortem device interrogation revealed the device had triggered elective replacement indicator (eri). It was noted during technical review that eri is a common observation if interrogation was performed after the patient was in the morgue as the cold temperature depresses battery function. Save to disk revealed there were no out of range impedance values for the right atrial (ra) lead or right ventricular (rv) lead prior to eri being triggered. No additional information is available. Device analysis was requested.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).